Event description:
Additional information received notes that on (B)(6) 2023 the physician elected to cap and replace the right ventricular (rv) lead. The patient condition was stable before, during, and after the procedure.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient condition was stable.